Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Product was returned and evaluated. The reported event of a loss of connection was confirmed via product. The probable cause is a defective transmitter.